Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon separation and rupture were confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the instruction for use (IFU) states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, or balloon dilatation of a stent after implantation. Additionally, the IFU states: balloon pressure should not exceed the rated burst pressure (rbp).

Event description:
It was reported that the procedure was to treat a fenestration closure for a pediatric patient. A 3.0x15mm rx trek balloon dilatation catheter (bdc) was prepped and soaked outside of the patient anatomy, advanced without resistance and inflated; however, the balloon ruptured at 20 atmospheres during the first inflation. There were no issues noted during preparation of the device. The bdc was removed and once outside of the anatomy the distal part of balloon material was found to be separated and missing. Reportedly, there is a possibility that balloon material remains in the patient; however, it was unable to be confirmed and found with echocardiographic. A non-abbott balloon was used to ultimately treat the lesion. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: above rbp, indications for use. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.